Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump appears to stop priming. Customer was changing out her infusion set. Customer's blood glucose was 280 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer noticed that the drive support cap was sticking out about a week ago. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer declined troubleshooting for the high blood glucose.